Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Customer reported a explantation of an endoprosthesis. After a fall on the left knee, twice, the tibial component broke, osteoporotic tibial fracture and aseptic loosening occurred.